Event description:
It was reported that during the stapling, once the device was activated and after the 15-second wait, the surgeon initiates the cutting and stapling of the reload but it blocked at the halfway point without finishing either stapling or cutting the small intestine. Only 2 cm was stapled which caused a tear in the small intestine. Use of another device, with another reload resection of the damaged intestine portion.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the color cartridge used throughout the procedure? What was the thickness of the tissue attempting to be stapled? What was the procedure? Was there any difficulty closing the device? Any unusual sounds heard upon firing? Was the reverse button or manual override attempted? What is meant by the statement there was a tear in the small intestine when 2 cm was stapled? Could you please explain the firing sequence? What is the current patients status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: (B)(6) 2023 additional information was requested, and the following was obtained: which color cartridge was used throughout the procedure? Blue cartridge. What was the thickness of the fabric to be stapled? Not too thick. What was the procedure? Gastrojejunal diversion. Did you have difficulty closing the device? No. Unusual noises heard during firing? Yes. Has the reverse button or manual control been attempted? Yes. What does the statement ¿only 2 cm was stapled causing a tear in the small intestine¿ mean? Only 2 cm of tissue was stapled the rest was not stapled and the anastomosis was therefore performed only on the first 2 cm instead of 6 cm. Could you please explain the shooting sequence? Usual sequence clamp closing wait 25 sec then start stapling. What is the current status of the patient? Well no sequelae was there a change in the patient's postoperative care as a result of the event? No. Were you able to return the device? Yes.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired with some b-form staple on the distal end of the deck. The manual override door was out of position and it was returned inside a plastic bag; the bailout system was not reset since the manual override system was not used and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing.  This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 634a06, and no non-conformances were identified. D4: lot number p30249p07 is not a valid lot number.